Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for analysis of the stored device data. Upon review, the daily impedance measurement trends were confirmed to show random jumpy high out of range impedances. It was noted no noise on the rv lead. Ts suspected possible cause to be due to spring contact issues and recommended for the device and lead be evaluated further in person and a replacement procedure to be performed. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for analysis of the stored device data. Upon review, the daily impedance measurement trends were confirmed to show random jumpy high out of range impedances. It was noted no noise on the rv lead. Ts suspected possible cause to be due to spring contact issues and recommended for the device and lead be evaluated further in person and a replacement procedure to be performed. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was reported that during a device replacement procedure, the physician tested this rv lead and attempted to reproduce the high out of range shock impedances previously observed. However, was unable to reproduce the impedance issues observed as results showed normal lead measurements. The physician opted to only replace the device and left the rv lead implanted. No additional adverse patient effects were reported. This rv lead remains in service.